Event description:
During an in-clinic follow-up, inappropriate output and under-sensing were observed on the right ventricular (rv) lead. Additionally, automatic mode switch (ams) and far field r-wave over-sensing were observed on the device. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.